Event description:
Failed patellar button, left knee. Patient had left total knee arthroplasty performed during 1989 in las vegas, nevada and sustained twisting injury to knee august 5, 1993. Polyethylene portion of patellar component was delaminated from the metal backing and found to lying loose within the joint upon inspection intra-operatively. A defect was also found in the central portion of the patellar button.